Event description:
It was reported that this pacemaker was found to be in safety mode. The device was recommended to be replaced. Subsequently, this pacemaker was explanted and replaced with a new device. This device has been received for investigation. No additional adverse patient effects were reported.